Manufacturer narrative:
A device history record (DHR) was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The implantable cardioverter defibrillator was returned for analysis and the reported event of header damage were confirmed while the event of set screw damage was unconfirmed. Visual inspection found damage to the atrial septum. The DHR was reviewed and the implantable cardioverter defibrillator passed all quality control tests prior to distribution suggesting the header damage was procedure related. Mechanical testing of the set screw found no anomalies. Electrical testing was normal with no anomalies found.

Event description:
It was reported that during implant, the header of the implantable cardioverter defibrillator would not connect to the lead. Both the header and set screw were damaged. The implantable cardioverter defibrillator was not used and the physician elected to complete the procedure with a different implantable cardioverter defibrillator. The patient was discharged from the hospital after the procedure.